Event description:
Ous MDR - after an implantation time of about 49 months, it was reported that the ICD was in eos after about 240 charges. After exposing the lead, an insulation defect was noted. No deterioration in the pt's state of health was reported. The ICD and the lead were explanted.

Manufacturer narrative:
Ous MDR.

Manufacturer narrative:
The returned lead was only available as a fragment. Only the proximal part of the lead was returned for analysis. During the analysis of the lead fragment, abrasion traces were noted on the is-1 and df-1 connectors, as well as on the fork of the lead. These characteristic abrasion traces lead to the conclusion of an interaction of the connectors with each other and of the lead with the ICD housing. X-ray images or diagnostic images of any other kind, which could provide information on the positional relationships of the implanted system in the body, were not available for analysis.